Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Device had cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted. (B)(4).

Event description:
The customer reported via phone call that she was outside working on her car when the insulin pump alarmed button error and it would not respond. The customer did not recall any significant events leading to the alarm. Blood glucose value at the time of the alarm is unknown; reading that morning was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.